Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings, precautions and potential adverse events documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16; torque matrix - internal connection. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. The complaint reported a screw loosened in the patient's mouth. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw loosened in the patient's mouth.